Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. While waiting for new supplies to arrive, the customer reverted to an alternate method of insulin delivery. Customer loaded a new cartridge, which resolved the occlusion and declined to continue troubleshooting the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to customer¿s blood glucose level.